Manufacturer narrative:
.

Event description:
It was reported that the patient was referred for generator replacement due to ifi and increased lead impedance. It is unknown if the increase lead impedance is suggesting high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
It was reported that the patient's generator and lead were explanted on (B)(6) 2015. The devices will not be returned for analysis since they were discarded after surgery.